Event description:
Caller reported that the insulin gauge was displaying a different amount than expected, specifically showing a fill estimate of 40 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. The caller completed necessary steps to remove air from the cartridge and used room temperature insulin while filling but declined to load a new cartridge, choosing to continue using the current one and follow up if necessary.